Event description:
Patient presented to the ER after receiving inappropriate therapy. Noise was observed on the ventricular egm. The pocket was opened, and noise was not reproduciable by manipulation of the lead. The lead was checked with the analyzer. The lead was then re-inserted to the header and pocket was closed. The case was clinically resolved and system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.